Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad damage. The teflon pad is torn at the distal end of the pad. There was no material missing as a result. The failure is typically attributed to mishandling. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress. An RMA was issued to the customer requesting to have the harmonic ace instrument returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer opened the jaw of a harmonic ace instrument and noticed it broke. There was no report of fragments falling inside the patient. The procedure was continuing as planned with a backup instrument of same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with no abnormality identified. During the procedure, the instrument blade was broken off even though there was no observed intraoperative collision or misuse involving the instrument. The customer confirmed that no fragment fell inside of the patient. The patient had no injury/harm.